Manufacturer narrative:
The customer reported that the central nurse's station (cns) display went blank during use. No patient harm reported. Unplugged the display from power and plugged it back in, resolved the problem temporarily. Swapped the video cables and bypassed the kvm, but it did not resolve the issue. Suggested that the customer swap out the display. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were used in conjunction with the cns. Concomitant medical devices: unknown as no model and serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) display went blank during use. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the display screen on the central nurse's station (cns) went blank during use. They unplugged the display from the power and plugged it back in, which resolved the problem temporarily. They swapped the video cables and bypassed the kvm, but it did not resolve the issue. Nk ts suggested that they swap out the display to resolve the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: on a follow-up call the customer indicated that they were able to resolve the issue by using a different display monitor. Based on the available information, a definitive root cause could not be identified. The cns has been in service since 10/26/2012. If the display monitor has been used since the time the cns was installed, a possible cause could be wear and tear of the display monitor. As a definitive root cause could not be identified, no corrective actions would be performed at this time. Additional information: b4 date of this report, d8 was this device serviced by a third party? G3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The customer reported that the display screen on the central nurse's station (cns) went blank during use. No patient harm was reported.